Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the limb ischemia and low pump flow issues have been completed. The data logs were reviewed. The cause of the limb ischemia issue was most likely patient condition related and unknown relation to impella with ischemia observed on both legs per clinical review. The cause of the low pump flow issue was not determined due to product not being returned and clinical details provided were insufficient to determine a root cause. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia, reportedly the patients¿ lower extremities were cold, and they were unable to doppler the pulse. Additionally, there were persistent suction alarms, the clinician discussed reducing the pressure to p1 with the physician, however the physician was aware and chose to stay at p2 with audio off. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.